Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 110 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.